Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. After inserting an ntw clip into the left atrium (la), a clot like substance was observed on the tip of the clip. Therefore, the clip was removed, aspiration was performed, and additional heparin was administered. It was noted after removal of the clip, it was observed the clip cover was slightly torn. No clot was removed during aspiration, but the physician was unable to determine if the torn clip cover was the clot like substance observed via echocardiography. A new clip was inserted and deployed without issues, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported torn clip cover was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported torn clip cover and thrombus were unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.